Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was attempted and it was decided to monitor the issue. A few weeks later, the twos disappeared on its own. The lead remains in use. No patient complications have been reported as a result of this event.